Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a meal announcement at breakfast with the ilet system, received late meal and correction doses, experienced a blood glucose rise to 347 mg/dl confirmed by fingerstick, and then a rapid drop to 30 mg/dl. The event was attributed to improper or incorrect use of the meal announcement procedure. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and timing of meal announcements; the user was educated not to announce a meal if more than 30 minutes have passed since the first bite. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.